Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise that was oversensed, resulting in pacing inhibition. A lead revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.